Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the ra lead was no longer isolated where it had been placed in the atrium. This was confirmed through x-ray. The lead was replaced for a new one, and the procedure was completed. No adverse patient effects were reported. The lead will not be returned, as it was discarded at the health care facility.